Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer was contacted for more information regarding the reported malfunction. We suspect this was not a device malfunction, but instead a medium priority alert requiring user intervention. The cause of the customer report could not be firmly established. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.